Manufacturer narrative:
The reported events of loss of capture, low pacing impedance, and material integrity problems were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds and low pacing impedance. During procedure, the lead was adjusted, and it was noted that the lead was broken. The lead was explanted and replaced. The patient was recovering.